Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735859, ubd: unknown, UDI#: unknown. H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20 and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information, regarding a navigation system being used outside of a procedure. It was reported, that the site was unable to push two scans to the system. They were able to successfully push one. Troubleshooting was performed. The site had one navigation system that was able to receive scans. The digital intercommunication of medicine (dicom) settings were compared between both settings (both were exactly the same, pac entry was turned off. A worklist server entry was set to query/retrieve.) The ip address for the system on this complaint was red. Technical services (ts) verified, that the system was plugged into the network. Ts had the site swap out the ethernet cable and was still red. Ts had the site put the original ethernet cable back. And the site swapped the ends on the ethernet cable that were plugged in and then the ip address was green. The site stated, that the bulkhead on the system was loose. Ts asked, the site to verify, that the system was able to receive by pushing a scan from picture archiving and communication system (pacs). Scans were successfully received from the navigation system when pushed from pacs. There was no patient involvement.

Event description:
The biomed just informed reported the problem was a jack in the wall of the or. Nothing wrong the system.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.